Manufacturer narrative:
Product investigation completed. Visual inspection and functional testing of the ams 700 ipp reservoir could not confirm the reported events of patient dissatisfaction, pain and reservoir migration. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced dissatisfaction, discomfort and pain at reservoir location with an inflatable penile prosthesis (ipp). The pain was caused due to reservoir migration from the space of retzius to the inguinal canal. The patient underwent a replacement surgery in which the existing reservoir was removed and replaced with a new component. The explanted device presented unspecified device issues. The patient fully recovered following the procedure.

Event description:
It was reported that the patient experienced dissatisfaction, discomfort and pain at reservoir location with an inflatable penile prosthesis (ipp). The pain was caused due to reservoir migration from the space of retzius to the inguinal canal. The patient underwent a replacement surgery in which the existing reservoir was removed and replaced with a new component. The explanted device presented unspecified device issues. The patient fully recovered following the procedure.